Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) was used to capture joint crepitation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune rp tib base sz 8 por knee tibial tray component; unknown knee femur component; attune cr rp insrt sz 7 10mm knee tibial insert component; unknown knee patella component; unknown bone cement. (B)(4) - no code available is to address the reported ¿surgical intervention¿.

Event description:
The patient was revised to address loosening of the tibia at the bone to implant interface. Doi: (B)(6) 2017; dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (No code available (3191) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was then revised on (B)(6) 2018 for pain, limited rom, crepitus, antalgic gait, and effusion. Intraoperatively, loosening was noted at the tibial tray to bone interface as the surgeon states "the only area of apparent bone growth was centrally and laterally, but around almost the entire medial aspect and around the circumference of the periphery of the baseplate there was no significant bony ingrowth." Bony overgrowth was also noted around the tibial baseplate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.